Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer was unable to interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset with technical support, but touchscreen remained nonresponsive, so customer switched to multiple daily injections as backup therapy, was instructed on placing pump into storage mode and returning it with a prepaid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.